Event description:
Reporter indicated that pt was to have generator revised due to an increase in seizures, above pre-vns baseline. During revision surgery high lead impedance was discovered and the lead was also replaced. The generator and a portion of the lead were evaluated by MFR and no anomalies were found.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.